Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced. Physician reported "I was not able to tell if the implants I took out were allergan or mentor, there were no markings". The manufacturer of the device is unknown. Allergan has chosen to report this complaint conservatively.